Event description:
Ce - zduo - pressure - is this complaint part of a mitek sponsored clinical study? No. Contact details: contact title: biomedical physician name: requested and not provided. Complaint details date incident occurred: (B)(6) 2015. Type of procedure/intervention: when did the incident occur: during the procedure? Too much product delivered. Was the device used on the patient? Yes. Consequences: was the procedure interrupted? No. Was an alternative technique used? No. Was a new device used? If yes, which one? No. Was the patient's condition adversely affected? Cust didn't know exactly as no information received so far about the intervention and the history is the product. Available? Yes. Cust request a rent equipment [classification] 406;0; what module was involved?; zduo;; 407;0; what was the issue with the module?; pressure;; 426;0; call type selection:;ce;; 1111;0; what is the serial number of the device?; (B)(4);; [phs evaluation] 1112;0; was there a report of patient injury?; no. 1113;0; did a portion of a device break and fall inside the body?; no. 1114;0; was a surgery delayed longer than 30 minutes due to the possible malfunction of a depuy mitek product during a procedure?; no. Classification=zduo; pressure; ce. Additional information (ocd rpt. Of (B)(6) 2015) provide following information that the patient get an edema after the shoulder arthroscopy due to the fact that too much product was delivered in fact customer didn't use the aspiration set from mitek but from a competitor hemodia the intervention wasn't stopped longer than 30 minutes I asked mr (B)(6) is patient get fine no info so far. Additional information from ocd: please find enclosed the fully detail of the complaint on the follow up activities you will read that the procedure wasn't extend more than 30 minutes, arthroscopy shoulder, the customer didn't use the aspiration kit from mitek but from competitor and normally patient get fine (I will have confirmation today) I will have more details today after the visit from mr (B)(6) mitek collaborator. Additional information from ocd as of (B)(6) 2015: last information for this complaint received by mr (B)(6): he meet the physician who confirm that the patient shoulder looks swollen but on a short period without any consequence for the patient mr (B)(6) remains that customer didn't use the mitek tubings but some from competitor the physician didn't request further action from mitek but from the competitor issue solved for customer and I close the call

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device has not been received till date after multiple follow ups and no further information has been provided regarding the device or failure. With the information provided, a root cause cannot be determined for this failure. A review into the mitek complaints system revealed no other complaints for this lot serial number in the past. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Ce - zduo - pressure - is this complaint part of a mitek sponsored clinical study? No. Contact details: contact title: biomedical physician name: requested and not provided complaint details date incident occurred: (B)(4) 2015 type of procedure/intervention: when did the incident occur: during the procedure? Too much product delivered was the device used on the patient? Yes consequences: was the procedure interrupted? No. Was an alternative technique used? No. Was a new device used? If yes, which one? No. Was the patient's condition adversely affected? Cust didn't know exactly as no information received so far about the intervention and the history is the product available?yes cust request a rent equipment [classification] 406;0;what module was involved?;zduo;; 407;0;what was the issue with the module?;pressure;; 426;0;call type selection:;ce;; 1111;0;what is the serial number of the device?;8442f4611;; [phs evaluation] 1112;0;was. Was there a report of patient injury?;no;; 1113;0;did a portion of a device break and fall inside the body?; no;; 1114;0;was a surgery delayed longer than 30 minutes due to the possible malfunction of a depuy mitek product during a procedure?;no;; classification=zduo;pressure;ce additional information (ocd rpt. Of (B)(4) 2015) provide following information that the patient get an edema after the shoulder arthoroscopy due to the fact that too much product was delivered in fact customer didn't use the aspiration set from mitek but from a competitor hemodia the intervention wasn't stopped longer than 30 minutes I asked mr (B)(4) is patient get fine no info so far additional information from ocd: please find enclosed the fully detail of the complaint on the follow up activities you will read that the procedure wasn't extend more than 30minutes, arthroscopy shoulder, the customer didn't use the aspiration kit from mitek but from competitor and normally patient get fine (I will have confirmation today) I will have more details today after the visit from mr (B)(4) mitek collaborator. Additional information from ocd as of (B)(4) 2015: last information for this complaint received by mr (B)(4): he meet the physician who confirm that the patient shoulder looks swollen but on a short period without any consequence for the patient mr (B)(4) remains that customer didn't use the mitek tubings but some from competitor the physician didn't request further action from mitek but from the competitor issue solved for customer and I close the call.